Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a recent fall and was no longer getting adequate coverage. High impedances were noted on the leads. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician or the patient was unable to confirm the time when the elevated lead contacts or impedances occurred and it was unknown if the elevation in the contacts occurred prior to the falls. An x-ray was taken and no visible fractures noted and the placements of the leads were unchanged.

Event description:
A report was received that the patient had a recent fall and was no longer getting adequate coverage. High impedances were noted on the leads. The patient underwent an explant procedure.